Manufacturer narrative:
The error log and system movements were checked, and the device was repaired and returned to use. The root cause was identified as a position update from the iw station affecting only the frontal stand. The client was informed of the resolution and the equipment is ready for use.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system experienced an apc movement problem.the clinical use of the system was in use.there was no harm reported to philips.